Event description:
It was reported that the patient had getting good coverage but not having inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed per facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 8 months ago the date the manufacturer became aware of the event.